Event description:
It was reported that a pta balloon inflated in an asymmetrical fashion and upon removal from the pt, it was observed that the balloon fibers had begun to unravel. The device being used to post dilate a stent in the superficial femoral artery and was advanced without difficulty using an ipsilateral approach. Upon removal, balloon fiber unraveling was observed. No pt injury.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unk. The device has been returned and the investigation is currently underway.